Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redw2239 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that the wire was frayed/broken and a new kit had to be opened to complete the procedure. It was stated there is an area around the 30cm marker that appears to be kinked. 01/23/2020- additional information from facility stated, "while inserting the PICC about 25cm, resistance was felt. At this time the catheter was removed and the inserter noticed slight tension with the removal. Upon inspecting the PICC, the inserter noticed a significant bend in the catheter approximately at the 30cm mark. The inserted then removed the stylet and wire completely for inspection. The inserter noticed the wire was barely intact. A new kit was utilized and the insertion was completed without difficulty."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a frayed guidewire is confirmed but the exact cause remains unknown. One 4 fr ppicc catheter and 3cg t lock assembly returned. The stylet was returned within the catheter. 1 cm of the stylet was protruding from the distal catheter end. A break in the tubing was present 6mm from the distal end of the stylet. A bend withing the catheter was noted near the 32 cm depth marker. The stylet was removed. An additional break in the stylet was present 1.7cm from the distal end. A sharp bend in the stylet was located 13.3 cm from the distal end. The sharp bend in the stylet near the yellow port septum was approximately 6 mm from the yellow septum. Microscopic observation of the stylet revealed additional kinks in the polyimide tubing and were preferentially located in between magnet locations. The corewire at the distal end was observed to have sheared a line through the proximal end of the polyimide tubing break. The stylet was cut in order to measure the polyimide tubing wall thickness. The wall thickness was found to be within manufacturing specification. The damage observed is consistent with advancement against resistance. The core wire shearing the proximal polyimide tubing indicates additional force was applied after the initial break of the stylet. The product instructions for use provides (IFU) precautions state, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position¿ and ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and/or risk of patient injury.¿ a lot history review (lhr) of redw2239 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that the wire was frayed/broken and a new kit had to be opened to complete the procedure. It was stated there is an area around the 30cm marker that appears to be kinked. 01/23/2020- additional information from facility stated, "while inserting the PICC about 25cm, resistance was felt. At this time the catheter was removed and the inserter noticed slight tension with the removal. Upon inspecting the PICC, the inserter noticed a significant bend in the catheter approximately at the 30cm mark. The inserted then removed the stylet and wire completely for inspection. The inserter noticed the wire was barely intact. A new kit was utilized and the insertion was completed without difficulty. "